Event description:
The patient was sleeping on the recliner on the reclined-and-seat-forward position which keeps it reclined. When the patient sat up to cough the whole chair leaned forward and the patient fell off. The patient received a laceration under his right eye from his glasses and an abrasion on his head.======================health professional's impression======================on the reclined-and-seat-forward position the center of gravity of the chair system is when the patient is shifted forward. If a patient sits up, even if the patient is not too heavy, the center of gravity moves to the front wheels causing the whole chair assembly to tilt forward. This risk is not mentioned in the safety hazards section of the operator's manual.